Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the reciever was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Global receiver functional test was performed, and it passed the all relevant testing. The receiver case was opened for an interior inspection, and passed. The reported event of receiver overheating could not be confirmed because receiver passed testing. A root cause could not be determined.